Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the trocar experienced a seal leak, resulting in the rapid loss of all pneumoperitoneum and a loss of insufflation. The case was stopped operating time for three minutes. The device cap required replacement during the procedure, and both 15mm and 12mm trocars were involved. The team attempted to resolve the issue by removingthe cap from the 12mm trocar, which did not restore insufflation, and then reinserted it into the 15mm trocar and restarted insufflation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Seven devices were available for evaluation. Visual inspection noted that the obturators were received inserted into the cannula; prolonged insertion can cause the seals to become stretched. The obturators were removed, and the duckbill seals and circular seals were stretched out. The cannula, obturators, seal housings, and stopcocks were intact. Functional testing found that the devices failed an air leak test. The products were shipped back with the obturator inserted in the cannula, and therefore the length of time it was inserted during shipment may have also resulted in the stretched seals. The seal housings were broken open to remove the circular seals to check for subassembly overall height. The measurements with calipers were within the specifications for each product. It was reported that there was a rapid loss of pneumoperitoneum. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device had a leak. The reported issue was confirmed. The most likely cause was determined to be supplier-related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.